Event description:
Consumer reports inaccurate high readings from the bd cobranded logic meter. Analysis run on clark error grid using competitive readings (258) as ref. Point vs bd readings of 414, 371 yielded data points in the "c" range of grid, outside of acceptable range.